Manufacturer narrative:
The complaint of holes/cuts/torn on item b4020 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history report (DHR) for lot#13617861 was reviewed and no non conformities were found that would have led the reported condition on the complaint.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event occurred on an unknown date involving a 3-way high flow stopcock w/rotating luer where the customer reported that the stop cock had a hole in the plastic, allowing for medication to escape the closed IV med administration system. While this occurred, a significant amount of blood backed out of the IV catheter therapy, and was not getting the sedative, and as a result woke up, posing harm to patient. It was further stated that the patient had medications infusing through a central line located in the right ij (internal jugular). Stopcocks were in place between each medication line that is infusing. Upon assessment, a stopcock had a crack and blood started to back flow from the patient. There was patient involvement and a delay in therapy. There was no adverse event.